Event description:
It was reported that the right atrial lead exhibited undersensing and unacceptable threshold. The lead was explanted and replaced on (B)(6) 2015. The patients condition was normal following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.